Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Although, the root cause of the reported compliant remains undetermined the bladder membrane had a puncture consistent with contact from a sharp which allowed blood to enter the helium pathway. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. Other remarks: user facility report mw5070679.

Event description:
It was reported via a user facility report that the intra-aortic balloon pump (iabp) initially alarmed "kinked line" then blood was noted in the helium line. The medical doctor was paged to the bedside to remove the intra-aortic balloon (iab). The iab had been inserted about 3 hours earlier in the cath lab. Additional information: (B)(6), risk manager. Patient arrived with chest pain. In the cath lab, received a drug-eluting stent (des) and decompensated. The iab was inserted. The balloon ruptured and there was no attempt at another procedure. The patient was managed with vasopressors. The following day the patient was reported to be better. There was no reported death or serious injury.

Manufacturer narrative:
(B)(4). Other remarks: user facility report mw #5070679.

Event description:
It was reported via a user facility report that the intra-aortic balloon pump (iabp) initially alarmed "kinked line" then blood was noted in the helium line. The medical doctor was paged to the bedside to remove the intra-aortic balloon (iab). The iab had been inserted about 3 hours earlier in the cath lab. Additional information: (B)(6) risk manager. Patient arrived with chest pain. In the cath lab, received a drug-eluting stent (des) and decompensated. The iab was inserted. The balloon ruptured and there was no attempt at another procedure. The patient was managed with vasopressors. The following day the patient was reported to be better. There was no reported death or serious injury.